Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was in the hospital and had reported receiving shocks. Device interrogation revealed that the patient received 70 appropriate shocks for vt storm. The patient was symptomatic with the rhythm. The egms revealed that some of the episodes showed undersensing of the vt. No changes were made to the device and the patient was sent home. About two weeks later, the patient had another episode that was sensed appropriately and treated with atp and the patient was asymptomatic. Patients normal follow-up routine will continue.